Event description:
It was reported a case where the patient was on anti-coagulation and anti-platelet therapy but suffered two strokes. It was found that the patient had a high-grade left-sided intracranial stenosis as well as multiple areas of extracranial stenosis. The intracranial anterior circulation stenosis was thought to be the symptomatic lesion. Following successful angioplasty with a balloon catheter and stent (subject device) placement to treat the intracranial stenosis, there ¿¿was excellent improvement in the diameter of the vessel and flow in the system.¿ ¿the patient awakened from conscious sedation, neurologically intact, moving all extremities, and verbalizing with us, and was taken to the neuro-intensive care unit for further care.¿ while in intensive care, the patients' neurological status declined and computed tomography angiography demonstrated a significant hemorrhage. The patient was intubated, and the family decided to withdraw care. The patient expired, with a cause of death being cerebral hemorrhage.

Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported a case where the patient was on anti-coagulation and anti-platelet therapy but suffered two strokes. It was found that the patient had a high-grade left-sided intracranial stenosis as well as multiple areas of extracranial stenosis. The intracranial anterior circulation stenosis was thought to be the symptomatic lesion. Following successful angioplasty with a balloon catheter and stent (subject device) placement to treat the intracranial stenosis, there ¿¿was excellent improvement in the diameter of the vessel and flow in the system.¿ ¿the patient awakened from conscious sedation, neurologically intact, moving all extremities, and verbalizing with us, and was taken to the neuro-intensive care unit for further care.¿ while in intensive care, the patients' neurological status declined and computed tomography angiography demonstrated a significant hemorrhage. The patient was intubated, and the family decided to withdraw care. The patient expired, with a cause of death being cerebral hemorrhage.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Because the reported event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, the event is an anticipated patient complication.